Event description:
It was reported that the patient presented in clinic with dizziness and lightheadedness. Device interrogation revealed failure to capture and high impedance on the right ventricular (rv) lead. The physician attempted to explant and replace the rv lead. During the procedure it was found that the lead vein was occluded and the physician was not able to implant the new lead. Programming changes were performed to address the issue. The patient condition was stable.